Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (h3). The device was evaluated by olympus. Although ¿power of the device does not turn on¿ was not reproduced, it was confirmed that the image was interrupted and was not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed which led to a 30 minute delay occurred because the scope connector could not be retained due to the worn-out lock part of the video connector. The root cause could not be identified. Additionally, a specific root cause of ¿power of the device does not turn on" could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device and the event are ongoing. When additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported, at the end of the diagnostic colonoscopy procedure, there was no power and the video system center would not power on. The procedure was prolonged for 30 minutes while the patient was under anesthesia. The procedure was completed with the same device and no other devices were replaced. The issue did not impact the patient or the outcome of the procedure and no medical intervention was required as a result of the reported problem. There was no delay in the start of the procedure and the unit was inspected prior to use.